Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04619 for the first spyscope ds ii access & delivery catheter, 3005099803-2024-04620 for the second spyscope ds ii access & delivery catheter, and 3005099803-2024-04785 for the spy ds controller. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used with a spy ds controller in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of common bile duct stones on (B)(6) 2024. During the procedure, when the physician attempted to use the spyglass, the catheter did not show any lights when plugged into the controller. Reportedly, they opened a second spyglass. However, the second catheter did not work either. The physician placed a plastic stent, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04619 for the first spyscope ds ii access & delivery catheter, 3005099803-2024-04620 for the second spyscope ds ii access & delivery catheter, and 3005099803-2024-04785 for the spy ds controller. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used with a spy ds controller in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of common bile duct stones on (B)(6) 2024. During the procedure, when the physician attempted to use the spyglass, the catheter did not show any lights when plugged into the controller. Reportedly, they opened a second spyglass. However, the second catheter did not work either. The physician placed a plastic stent, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results. The returned spy ds controller was analyzed. It was found that the catheter interface contacts have contamination and unknown debris adhered causing a lack of video. No other problems were noted. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. It is likely due to repeat use and wear and tear on the catheter connection, or improper cleaning of the unit during maintenance. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.